Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: access site bleeding impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ limb ischemia impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced ventricular tachycardia (vt), received shock by automatic implantable cardioverter defibrillators (aicd), and stabilized after lido bolus and procedure initiated. The patient experienced vt again and received another shock by aicd. Additionally, the device pulled out and had to be repositioned. A bedside echocardiogram revealed an inlet of 4.7cm, the physician pulled the device back to 3.4cm, and successfully re-locked 81.5cm at hub. The patient also experienced limb ischemia, one point of femoral pulses was unable to be dopplered. Then the patient had access site bleeding and surgical wound closure was required for explant. The impella was removed via vascular cutdown by the physician, thrombus was identified and taken out of common femoral artery. The physician replaced the impella cp with the impella 5.5.